Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-aug-2025, the user reported hypoglycemia with a lowest blood glucose (bg) of 51 mg/dl. The event was corrected with pepsi, and the user reported no symptoms and did not require medical attention.